Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Sboston scientific received information that the patient with this right ventricular (rv) lead experienced infection and erosion. The lead was previously capped. The physician cut and explanted this lead to prevent spread of infection. No adverse patient effects were reported. This lead is not expected to be returned.